Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during a poba procedure, the maverick2 monorail ptca catheter was difficult to remove. The calcified lesion being treated was located in a tortuous distal right coronary artery (rca). A 2.5mm x 15 mm maverick was attempted to be used for predilation but it was unable to cross the lesion. The 2.0mm x 15 mm maverick2 monorail ptca catheter tip advanced to the lesion but became stuck and was unable to cross the lesion. A bmw guidewire moved freely. After 45 minutes of the maverick2 monorail ptca catheter balloon remaining stuck, the physician inflated and deflated the balloon without complications. The maverick2 monorail ptca catheter balloon would not come out of the vessel after an hour and the patient was sent to surgery. The balloon was successfully removed and the patient is in stable condition. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'ok'.